Event description:
It was reported that the device was found to be in back vvi upon interrogation in the box. Rep attempted to restore the device which was unsuccessful. Device was not used.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.